Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 680 mg/dl. Customer reported to have fallen on top of insulin pump causing damage to insulin pump. As a result, customer had high blood glucose. Customer had symptoms of excessive vomiting every fifteen minutes for twenty hours. Customer was hospitalized due to diabetic ketoacidosis. Customer was still in the intensive care unit at the time of call. Customer was wearing insulin pump at the time of hospitalization. Customer also reported that blood glucose had fallen very low and was treated with glucagon. Insulin pump was removed and was not available for troubleshooting. Customer will call when out of the hospital and able to troubleshoot.